Manufacturer narrative:
The device was evaluated by olympus. The evaluation found rust present on the shaft of the coupler. In addition, the evaluation found the following: (1) head unit, scope mount, corrosion, unsmooth operation, (2) cable unit, cable, water leakage, (3) head unit/imaging, scratches, switch, discoloration, main body, adhesive material (connecting part), (4) cable unit, cable, kink, flickering, (5) cable unit, boot of the head unit side, broken, boot of the head unit side, scratches, (6) connector unit, connector, cracks, damage, electrical contacts, discoloration, (7) head unit/imaging, water leakage, non-functioning switches (zoom, focus). The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. An investigation of the reported event of "rust present on the shaft of the coupler" was performed. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the problem was water leakage due to water intrusion from the cable. As stated in the instructions for use, as a preventive measure for cable damage: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." "Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged." "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." "Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. " "never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." "Do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur."

Event description:
A user facility returned the olympus, model ch-s190-xz-e, hd autoclavable camera head to olympus for repair due to a report of "blurring of images." Upon inspection and testing of the returned device, it was determined that rust was present on the shaft of the coupler. This report is submitted due to the rust present on the shaft of the coupler. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.